Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort in the ipg site after suffering a fall. Surgical exploration was performed and did not identify any issues with the system or pocket area. The patient's ipg was repositioned in the same pocket and closed.